Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified arteriovenous fistula artery. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 seconds for a few seconds, the balloon burst. The device was taken out and replaced for a different model to complete the procedure. There were no patient complications reported.